Event description:
It was reported that the customer's insulin pump alarmed an error, and he was not able to clear the alarm. It was also mentioned that the buttons were unresponsive and the time was not advancing. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump passed self test, alarm test and displacement test. No unexpected alarms noted.